Event description:
The facilities paperwork reported an infusion pump which "turns on and off by itself." Info regarding whether or not the device has been in use on a pt when this failure occurred was not available, no add'l contact info was provided. The hosp rep stated there have been no reports of any pt incident involving this pump since the last baxter svc event.